Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in automated mode switch episodes was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.